Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Per avisar et al 2015, "trapeziectomy with a tendon tie-in implant for osteoarthritis of the trapeziometarcarpal joint", there were two out of twenty-eight cases of prosthesis removal due to implant dislocation at 2 months and 3 months, respectively. Both patients recovered uneventfully.